Manufacturer narrative:
(B)(4). The customer reported that the device delivered 120 joules instead of the selected 100 joules. There was no report of pt involvement. The customer was informed that this device has been out of support since december 2005 and parts are no longer available. Based on the customers' report, we will consider this a malfunction. We cannot determine the cause.

Event description:
The customer reported that the device delivered 120 joules instead of the selected 100 joules. There was no report of pt involvement.